Manufacturer narrative:
Additional information was requested but is not yet available.

Event description:
Related manufacturer number: 2017865-2021-36481. The patient presented in clinic following an inappropriate high voltage shock. The device was interrogated and noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged the inappropriate therapy and oversensing were due to damage on the rv and right atrial (ra) leads. During a revision procedure, blood in the device header was observed. The event was resolved by explanting and replacing the rv lead, ra lead and device. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found procedural damage to the optim sheath consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection found two external abrasion breaching the optim sheath only proximal to the suture sleeve tie down impression. The external abrasions were consistent with friction to the device can.